Manufacturer narrative:
(B)(4). This reported was filed by the MFR. No product wil be returned per customer. The customer complaint of ballooning in the silicone segment could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.

Event description:
Customer reported an occurrence in the ICU of ballooning in the silicon segment. The set was primed and placed in the pump. When the infusion was stated the pump alarmed for upstream occlusion and the nurse noted the ballooned silicone. The customer stated that no IV push med or IV flushes were given, as the set was newly primed and connected to the patient just before the ballooning occurred. No patient harm or medical intervention occurred. No further patient/event information was reported.